Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm and bilateral iliac aneurysms that were treated with gore® excluder® aaa and bilateral gore® excluder® iliac branch endoprostheses (ibe). The procedure was concluded with favorable results. On (B)(6) 2018, a follow-up CT showed a proximal type I endoleak. It was visible that the device has lost proximal apposition and seal in a conical/tapered angulated neck. On (B)(6) 2018, the endoleak was successfully treated with the implantation of an aortic extender endoprosthesis and aptus endoanchors.